Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The altitude and drive gas were reconfigured and calibrations were performed. The unit was returned to service. No report of patient involvement. (B)(4).

Event description:
The hospital reported the unit lost the ability to mechanically ventilate. There was no report of patient involvement.